Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed a small piece of the insulator had fallen off. They retrieved the small piece and completed the case. The piece was removed with the bisector of the second device. There was no injury to the patient nor was there a delay in the case. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # cs-cpl-2019-00305. The device and the retrieved silicone piece was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away, exposing the metal portion of the cold jaw. The silicone insulation was also cracked near the base of the cold jaw. The insulation on the hot jaw appeared intact, with a slight crack near the tip. The heater wire was observed to have been flexed away from the center, but remained attached to the base and tip of the hot jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled" and the analyzed failure "material twisted/bent" was confirmed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed a small piece of the insulator had fallen off. They retrieved the small piece and completed the case. The piece was removed with the bisector of the second device. There was no injury to the patient nor was there a delay in the case. A replacement device was used to complete the procedure.